Event description:
Additional info: the device jammed, but was not on tissue. The account will not release the device, it will stay in their risk management department. Add'l info from user facility: 2009. Clip applier jammed during procedure, unable to open tip. No adverse outcome to pt.

Manufacturer narrative:
Date sent: 08/05/2009. Info is unavailable; device was not returned for eval. Device retained by risk management. Eval summary: the complaint could not be confirmed because no device was returned for analysis. The batch history records were reviewed with no anomalies noted during the mfg process. Additional info from the user facility report: ethicon. Ligamax clip applier. Exp date: 03/31/2012; device available for eval: yes.